Event description:
Customer reported that she experienced high blood glucose of 499 mg/dl. She stated she had an occluded infusion set with a bent cannula but there was no alarm. Customer then stated she changed the infusion set and tried again multiple times, but it would not work. She then used another infusion set that seemed to function. Customer declined high pressure test and stated that two infusion set priming attempts failed and the pump gave no delivery alarms. Further troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.